Event description:
The manufacturer service technician reported that the device was returned with an alleged oil leak. The event occurred during an inspection. There were no adverse consequences related to this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The manufacturer service technician reported that the device was returned with an alleged oil leak. The event occurred during an inspection. There were no adverse consequences related to this event.